Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a crack on cart handle. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) verified that the crack was due to physical impact. The fse replaced the cart handle and then the handle was tested. The unit passed all functional and safety test and was returned to the customer.

Event description:
N/a.